Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, the clipper was fired initially outside the patient. Clips formed a misshapen "u" where one side was longer than the other measured from the apex of the clip. Two firings outside and clipper locked. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: this device was attempted to fire outside the patient, per the surgeons usual practice, before placing in the patient. It was a new device that had just been removed from packaging. The clip, fired in air, formed a ¿u¿ shape with one leg curled back against itself. The second for the second firing, device was bagged for analysis and the case was completed with a like device.